Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) non-malignant pain and degenerative disc disease/ herniated disc. It was reported that an overdischarge occurred due to patient compliance- they hadn't charged their device in over a year. There was no response from the patient's programmer. The representative attempted a trickle charge but the issue was unresolved. Additional information was received from the manufacturing representative (rep). It was reported that tickle charge was unsuccessful. Rep will talk to health care professional (hcp) next month about replacement. No further complications reported.